Manufacturer narrative:
Device evaluated by manufacturer: the motordrive unit (mdu) 5 plus was returned for analysis with corroded pins. The unit failed the mdu-5 plus basic functional test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-06949 and 2134265-2015-06947. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, disconnected occurred and automatic pullback stopped. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06949 and 2134265-2015-06947. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, disconnected occurred and automatic pullback stopped. No patient complications were reported.